Event description:
A customer reported that 2 patient's samples containing anti-e and one sample containing anti-jka did not react with 0.8% resolve panel a lot 8ra203. (B)(4).

Manufacturer narrative:
Ortho-clinical diagnostics (ocd) performed retain testing to confirm the reactivity of the antigens. Satisfactory results were observed.